Event description:
A healthcare facility reported that, when using an mr850 respiratory humidifier, the ventilator stopped working because of excess water in the inspiratory tube. They reported the humidification chamber had not overfilled. No pt consequence was reported.

Manufacturer narrative:
The device was not returned to the MFR for inspection. We are currently seeking more info regarding this event. We will provide a follow up.